Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: part#: unk, unknown head, lot#: unk. Part#: unk, unknown stem, lot#: unk. Part#: unk, unknown cup, lot#: unk. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05684.

Event description:
It was reported that liner did not fit in cup correctly the surgery was finished with another size implant. No known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report